Manufacturer narrative:
Correction: medical device manufacturer, reporting office. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had fire and smoke was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "intravenous pump and channel began to spark and smoke while connected to the patient. Staff intervened and disconnected the pump and placed it out of service; notified hospital biomed. Patient: 4582. Device: 2595, 1585. Reference reports: mw5187844". There was patient involvement but no harm.

Event description:
A copy of the medwatch report from FDA was received, which states, "intravenous pump and channel began to spark and smoke while connected to the patient. Staff intervened and disconnected the pump and placed it out of service; notified hospital biomed. Patient: 4582. Device: 2595, 1585. Reference reports: mw5187844". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.